Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) did not stop after the goal was met during a patient's hemodialysis (hd) treatment. It was reported that the staff set the goal to 200 ml/min. It was reported that the uf removal was high at 601 ml. It was reported the patient came into the clinic with low blood pressure, so the staff chose a lower uf goal. The biomed was advised that they may have a faulty function board to use the uf checklist procedures, and troubleshooting website. Upon follow-up with the hd nurse, it was confirmed that the patient's low blood pressure occurred before hd treatment, and was unrelated to hd treatment. The nurse stated that the patient¿s uf goal was set to 400 ml/min but they switched to 200 ml/min using the up/down arrow keys because the patient had low blood pressure. The nurse stated that despite the decrease, the patient¿s end uf goal was incorrect. However, the patient¿s pre and post treatment weights were as expected, and the same scale was used. The total treatment time was 3 hours, but it was unknown when the uf rate was adjusted. There were no alarms during treatment. The uf was not turned off at all during treatment. The nurse confirmed that the patient did not eat, or drink at all during treatment, and no additional fluids were provided to the patient. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints, or symptoms related to the reported event, and no additional treatments were required. Upon follow-up with the biomed, it was reported that the machine was pulled for service, and passed all inspections. The was no issue with the uf pump. The biomed stated that as a precaution, the function board was replaced, and the machine was returned back into service without issue of the reported event. The biomed confirmed that the old function board is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.